Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for four unknown screws. Part and lot numbers were unavailable for reporting. Other¿UDI# is unavailable. Exact date of implant is unavailable for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to pain and non-union. The patient experienced pain after being implanted with a 9mm tibial nail on an unknown date. It was additionally reported that the patient had x-rays performed and a non-union of the tibia was found. The patient underwent a revision surgery on (B)(6) 2016 during which time the nail and four screws were removed intact. The patient was revised with a new nail and three screws. The patient status was reported as stable at the end of surgery. This report is for four unknown screws. This report is 2 of 2 for (B)(4).